Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 123 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted during testing. However, the pump had intermittent button response due to corroded buttons on keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, a cracked belt clip slot, a cracked reservoir tube lip, and stained end cap sticker.